Manufacturer narrative:
A boston scientific technical services consultant recommended programming options which the caller thought would be a good solution and was going to discuss this with the patient's physician. Confirmation was received that programming changes were made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic with shortness of breath and had experienced a syncopal event. The physician was inquiring about programming options for this patient. No adverse patient effects were reported.